Event description:
It was reported that a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch was reported to have leaked during patient use. The reporter stated that, "tubing leakage." There is 1 defective quantity and is available for return. A sample picture is not available. There is no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Received one (1) used. List #123390488, primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch; one (1) used. List #unknown, bag spike adapter with spiros. As received, no physical damage or other anomalies were observed. The filter vent juncture was air leak tested with the cap closed, no leakage was observed. The filter vent was pressure tested with the vent cap open, and leaking was observed. Confirmed customer complaint of leakage, probable cause is due to a loss of hydrophobic properties resulting from an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 4/9/2025.